Event description:
Two yukon torque limiting handles which were used in two implant surgeries which resulted in implant migration require functional and calibration checks. This report captures the second of two torque limiting handles.

Manufacturer narrative:
Correction: an updated review of the event information does not suggest that this event is a serious injury. The reported implant migration has been captured in manufacturing reports 3004774118-2024-00035, 3004774118-2024-00036, 3004774118-2024-00100, 3004774118-2024-00101, 3004774118-2024-00102. A review of the risk documentation regarding this event does not suggest a recurrence of this event could result in a death or serious injury. Therefore, this event is no longer reportable to the FDA. H6 codes have been updated to reflect conclusion of the investigation. Event is no longer reportable.

Event description:
Two yukon torque limiting handles which were used in two implant surgeries which resulted in implant migration require functional and calibration checks. This report captures the second of two torque limiting handles.